Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe pump module displayed a message about needing calibration and then showed the error code 351.6760. The pump module was calibrated but the error message will not go away. Pump module sent in to manufacturer for repair. No further information was provided.